Manufacturer narrative:
After further review an initial emdr for this complaint was incorrectly submitted in this complaint bottom drawer had broken hinges and battery expire making it non reportable to the FDA as a result no follow up emdr is necessary. Please cancel this report in your database.

Event description:
After further review an initial emdr for this complaint was incorrectly submitted in this complaint bottom drawer had broken hinges and battery expire making it non reportable to the FDA as a result no follow up emdr is necessary. Please cancel this report in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) batteries needing to be replaced and bottom drawer had broken hinges. There was no patient involvement.